Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the xience v was implanted with direct stenting (no pre-dilatation). It should be noted that the xience v instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is unlikely that the reported IFU deviation directly caused or contributed to the reported patient effect. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v IFU as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct xience v stenting procedure in the proximal left anterior descending artery with one 2.5 x 15 mm stent. On (B)(6) 2011, the patient expired. The death was discovered through the obituary. The cause of death is currently unknown. There was no additional information provided.